Event description:
It was reported that the customer accidently administered a bolus while half asleep. The customer's blood glucose (bg) level subsequently decreased to 39 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.